Event description:
During surgery, the ball end hex broke off, while attempting to adjust a screw from another fixation system. The broken end of the instrument was stuck in the screw. The screw was removed, and replaced with another screw. There was no report of patient injury, and the surgery was successfully completed.

Manufacturer narrative:
Dimensional analysis and review of the batch records. Improper use caused failure.